Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history: lot part number: 313.843. Synthes lot number: 7867495. Release to warehouse date: 06-may-2015. Manufacturing site: synthes monument. No ncrs were generated during production. Device history review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Investigation summary complaint summary: it was reported that while assembling the t6 screwdriver from the locking compression plate (lcp) radical head plate set on (B)(6) 2018, the stardrive screwdriver shaft was unable to lock into the mini quick connect handle. The surgeon tried to connect with the mini quick connect handle out of modular mini fragment set, and once again, was not able to get the screwdriver shaft to lock in. Both handles were tested with another screwdriver shaft and it locked into both of them. This confirmed that the screwdriver shaft from the lcp radical head plate set was altered. The t6 screwdriver shaft from the modular mini frag set was used instead. It is unknown if there was a surgical delay. Procedure outcome is unknown. There was no patient consequence reported. Flow: device interaction/functional. Visual inspection: the stardrive screwdriver shaft sd6/self-retaining/2.0 mm (part # 313.843, lot # 7867495, mfg # 06-may-2015) was received at us cq with signs of minimal wear. Functional test: a functional test could not be performed since the screwdriver was returned by itself and not with the mini quick connect. The complaint could not be replicated therefore the complaint is not confirmed. Dimensional inspection: dimensional analysis was completed, the diameter of the shaft closest to the blue etch, is within specification. The measurement near the connection was also taken and is within specification. Document/specification review: the following drawing(s) were reviewed: 2.0 mm screwdriver blade self-retaining/ t6 stardrive ¿: 313-842. Conclusion: the complaint condition is not confirmed as the stardrive screwdriver (part # 313.843, lot # 7867495) was received with signs of minimal wear. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended off-axis insertion. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is synthes sales representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while assembling the t6 screwdriver from the locking compression plate (lcp) radical head plate set on (B)(6) 2018, the stardrive screwdriver shaft was unable to lock into the mini quick connect handle. The surgeon also tried to connect it with the mini quick connect handle out of the modular mini fragment set, but was unable to lock in the screwdriver shaft. Both handles were tested with another screwdriver shaft and both locked into place. This confirmed that the screwdriver shaft from the lcp radical head plate set was altered. The t6 screwdriver shaft from the modular mini frag set was used instead. It is unknown if there was a surgical delay. Procedure outcome is unknown. There was no patient consequence reported. Concomitant device reported: unknown mini quick connect handle (part # unknown, lot # unknown, quantity 2). This report is for one (1) stardrive screwdriver shaft sd6/self-retaining/2.0mm this is report 1 of 1 for (B)(4).